Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for a single patient sample. A patient sample was tested for accu tni and a result of 2.217ng/ml was obtained initially and 0.029 ng/ml upon reflex. The original sample was re-centrifuged, re-aliquoted and retested on a different instrument in the customer's lab. The repeated result was 0.024ng/ml. The results were reported out of the lab and a corrected report was sent. There was no death or patient injury attributed to or connected with this event.

Manufacturer narrative:
Qc was ran prior to and after the event and was within specifications. The specimen was collected on site and was centrifuged at 2,200 g for 10 minutes. Per customer, the sample was clear. Service information is not available to date. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.